Event description:
It was reported to philips that the device displayed a red x in the rfu indicator coincident with an audible chirp. The customer requested that the device be returned for bench repair. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device displayed a red x in the rfu indicator coincident with an audible chirp. There was no reported patient involvement/adverse patient impact.